Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was returned with no reported malfunction. Upon triage on (B)(6) 2017 the service tech found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿unit had no audio.¿ the unit was triaged and the reported condition of no audible alarm was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.